Event description:
It was reported that the battery pack heated during use and began to deform battery case. It is also noted that in the pictures provided that the wire insulation is frayed. There was no patient involvement in the event. It was only noticed after the procedure when the theater was being cleaned out.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). The device history record (DHR) for 00515048200 lot number 64238413, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 30 april 2019, it was reported from (B)(6) hospital that the battery pack heated during use and began to deform battery case and the wire insulation was frayed a returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. However, photos of the device were provided by the account. The photos indicate that the a device had a deformed battery pack and there was a tear in the insulation leading to the battery pack. These photos confirm the reported event. While the photos provided by the account confirmed that the 00515048200 battery pack had ruptured, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The reported event of the battery wire being frayed was also confirmed with pictures supplied from the account, however it cannot be determined from the information provided what caused the wire to fray, or if it had any impact on the battery pack rupturing. Therefore the root cause of the reported event could not be confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Pictures used for investigation.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete a follow up MDR will be submitted. Report source: foreign - (B)(6).

Event description:
It was reported that the battery pack heated during use and began to deform battery case. It is also noted that in the pictures provided that the wire insulation is frayed. There was no patient involvement in the event.